Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device, obtained from a third-party supplier in bahrain and sourced outside our authorized distribution network. The device is not available for return. No device malfunction could be confirmed.

Event description:
Dear sir, based on recent cases of ahmed valve implant surgeries lot k0123 & lot g0423, in these cases we noticed post operative shallow ac and excessive inflammation & exudative reaction which required ac reformation & intensive steroid & serial follow up, these complications never happened in the previous cases of ahmed valve surgeries.